Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the customer was unable to remove the battery in the infusion device. She stopped using the infusion device for a couple of hours and subsequently experienced hyperglycemia of 38.0 mmol/l. She connected to her backup infusion device and delivered a bolus of approximately 2.0 units. After an unknown amount of time, her blood glucose decreased and she became incoherent. A family member contacted the paramedics. Her blood glucose was approximately 2.4-2.8 mmol/l on the professional system, and she was treated with a glucose injection. She reconnected the primary infusion device when she was able to remove the battery cover. No product will be returned for evaluation.